Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. In 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed in (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 and multi gravida. In 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abnormal uterine bleeding ("abnormal uterine bleeding with benign endometrial biopsy"), dyspareunia ("dyspareunia"), pruritus ("diffuse total body pruritis"), rash ("rash"), palmar erythema ("palmar erythema"), allergy to metals ("possible nickel allergy"), headache ("chronic headaches") and glucose tolerance impaired ("prediabetes"). The patient was treated with essure removal via bilateral essure salpingectomy on (B)(6) 2019. At the time of the report, the outcomes for these events were unknown. The reporter considered abnormal uterine bleeding, allergy to metals, dyspareunia, glucose tolerance impaired, headache, palmar erythema, pelvic pain, pruritus and rash to be related to essure administration. The reporter commented: essure insertion and removal date were updated (before: insertion (- -2013) / removal (- (B)(6) 2019). On follow-up 13-jun-2023: date of operation: (B)(6) 2019 (as per mr). Essure placement in 2012. Since placement, patient reports several symptoms including aub (endometrial biopsy benign), pelvic pain, dyspareunia, diffuse total body pruritis, rash, palmar erythema, easy bruising, and chronic headaches requiring visits to the emergency room. Possible that symptoms are due to side effects from sterilization coils. Patient was counseled regarding surgical removal of coils and counseled that her symptoms may not improve following removal. She expressed understanding and desires surgical removal of sterilization coils. Essure removal via bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [emergency care examination] (date unknown): chronic headaches. [Investigation] (date unknown): multiparous cervix, posterior, smooth with no masses. 2. Unable to appreciate uterus due to habitus but does not feel enlarged. No adnexal masses however exam limited. Diagnostic laparoscopy: 1. No injury at entry site. 2. Normal appearing liver edge, normal gallbladder. Unable to visualize stomach due to transverse colon. 3. No lesions in the anterior pelvis or cul de sac. Normal appearing uterus. Normal appearing ovaries bilaterally. Right fallopian tube with small paratubal cysts. Normal appearing left fallopian tube. Salpingectomy/cornual wedge resection:1. Outline of coils visible in both fallopian tubes. Right and left tubes removed along with bilateral wedge of cornua. 2. Both tubes and cornual segments inspected after removal. Both left and right essure coils were removed in their entirety. The proximal flag was seen as well as the entirety of the inner coil for both implants. Of note, the left implant had an outer coil which had not deployed and was wrapped tightly around the inner coil. 3. Both cornua reapproximated with 2-0 v-lock suture. 4. Good hemostasis at conclusion of the case. Procedure note: we started with removal of the right fallopian tube. Once the base of the implant was reached, the myometrium was transected with the endoshears the tube and wedge of cornua were removed and inspected. The entire sterilization coil was seen including the proximal flag and the tip of the inner coil. The cornua was hemostatic. This process was repeated on the contralateral side. The left tube was removed through the 5mm port along with the sterilization coil. The coil was similarly inspected and seen to be intact. Of note, the outer coil of this implant was not deployed and was tightly wound around the inner coil. Patient having tolerated the procedure well, and was transferred to a hospital bed and the to the recovery room in stable condition. Specimen(s) left fallopian tube with implant. Right fallopian tube with implant. Complications none immediate [pathology test] (date unknown): abnormal uterine bleeding with benign endometrial biopsy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 and multi gravida. In 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abnormal uterine bleeding ("abnormal uterine bleeding with benign endometrial biopsy"), dyspareunia ("dyspareunia"), pruritus ("diffuse total body pruritis"), rash ("rash"), palmar erythema ("palmar erythema"), allergy to metals ("possible nickel allergy"), headache ("chronic headaches") and glucose tolerance impaired ("prediabetes"). The patient was treated with essure removal via bilateral essure salpingectomy on (B)(6) 2019. At the time of the report, the outcomes for these events were unknown. The reporter considered abnormal uterine bleeding, allergy to metals, dyspareunia, glucose tolerance impaired, headache, palmar erythema, pelvic pain, pruritus and rash to be related to essure administration. The reporter commented: essure insertion and removal date were updated (before: insertion (- -2013) / removal (- feb -2019). On follow-up (B)(6) 2023:date of operation: (B)(6) 2019 (as per mr). Essure placement in 2012. Since placement, patient reports several symptoms including aub (endometrial biopsy benign), pelvic pain, dyspareunia, diffuse total body pruritis, rash, palmar erythema, easy bruising, and chronic headaches requiring visits to the emergency room. Possible that symptoms are due to side effects from sterilization coils. Patient was counseled regarding surgical removal of coils and counseled that her symptoms may not improve following removal. She expressed understanding and desires surgical removal of sterilization coils. Essure removal via bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [emergency care examination] (date unknown): chronic headaches [investigation] (date unknown): multiparous cervix, posterior, smooth with no masses. 2. Unable to appreciate uterus due to habitus but does not feel enlarged. No adnexal masses however exam limited. Diagnostic laparoscopy: 1. No injury at entry site. 2. Normal appearing liver edge, normal gallbladder. Unable to visualize stomach due to transverse colon. 3. No lesions in the anterior pelvis or cul de sac. Normal appearing uterus. Normal appearing ovaries bilaterally. Right fallopian tube with small paratubal cysts. Normal appearing left fallopian tube. Salpingectomy/cornual wedge resection:1. Outline of coils visible in both fallopian tubes. Right and left tubes removed along with bilateral wedge of cornua. 2. Both tubes and cornual segments inspected after removal. Both left and right essure coils were removed in their entirety. The proximal flag was seen as well as the entirety of the inner coil for both implants. Of note, the left implant had an outer coil which had not deployed and was wrapped tightly around the inner coil. 3. Both cornua reapproximated with 2-0 v-lock suture. 4. Good hemostasis at conclusion of the case. Procedure note: we started with removal of the right fallopian tube. Once the base of the implant was reached, the myometrium was transected with the endoshears the tube and wedge of cornua were removed and inspected. The entire sterilization coil was seen including the proximal flag and the tip of the inner coil. The cornua was hemostatic. This process was repeated on the contralateral side. The left tube was removed through the 5mm port along with the sterilization coil. The coil was similarly inspected and seen to be intact. Of note, the outer coil of this implant was not deployed and was tightly wound around the inner coil. Patient having tolerated the procedure well, and was transferred to a hospital bed and the to the recovery room in stable condition. Specimen(s) left fallopian tube with implant. Right fallopian tube with implant. Complications none immediate [pathology test] (date unknown): abnormal uterine bleeding with benign endometrial biopsy concerning the injuries reported in this case, the following ones events pelvic pain female, abnormal uterine bleeding, dyspareunia, generalized pruritus, rash, palmar erythema, nickel allergy, chronic headaches, prediabetes were described in patient medical records. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical records received and the follow information were included other health care professional's reporter,medical history, essure start date updated from (B)(6) 2013 to 2012 and removal from (B)(6) 2019 to (B)(6) 2019, previous adverse event medical device removal was updated to pelvic pain female, new events added abnormal uterine bleeding, dyspareunia, generalized pruritus, rash, palmar erythema, nickel allergy, chronic headaches, prediabetes, international medical device regulators forum annex e updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. In 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed in (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.